Manufacturer narrative:
As reported, the sealant sleeves of a 6f-12f mynx control venous vascular closure device (vcd) split when advancing into the 8f cordis avanti sheath. Some of the sealant was exposed. A new unknown mynx control venous device was used. The new device entered the 8f sheath fine and was deployed. There was no reported patient injury. The device was removed from the package carefully. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. The device was inspected prior to use with no anomalies noted. Slightly excessive force was used to insert the device into the 8f sheath. The sealant sleeves (cartridge assembly) were not out of position, but there was a split noted in the sealant sleeves. There was no exposure of the sealant to bodily fluids. The mynx venous vcd was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found in the open position, and no syringe was attached to the unit. The sealant was present in its manufactured position and partially exposed. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. Additionally, no sheath was returned inserted on the device. The balloon was deflated, and the core wire was present. No additional anomalies were observed during this analysis. A dimensional analysis to measure the slit length of the sealant sleeve could not be executed due to the condition of the sealant sleeves. However, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Per functional analysis, a simulated deployment test to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. No abnormal conditions were noted during the simulation of the deployment mechanism. Per microscopic analysis, a high magnification evaluation was executed to examine the sealant sleeves portion of the received unit. During this analysis, the frayed/split/torn condition of the sealant sleeves was confirmed, resulting in premature exposure of the sealant. A product history record (phr) review of lot f2434403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ was observed through analysis of the returned device as the sealant was partially exposed from the frayed/split/torn sealant sleeves. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (slightly excessive force was used to insert the device into the sheath) likely contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, the phr review, nor the reported information suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeves of a 6f-12f mynx control venous vascular closure device (vcd) split when advancing into the 8f cordis avanti sheath. Some of the sealant was exposed. A new unknown mynx control venous device was used. The new device entered the 8f sheath fine and was deployed. There was no reported patient injury. The device was removed from the package carefully. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. The device was inspected prior to use with no anomalies noted. Slightly excessive force was used to insert the device into the 8f sheath. The sealant sleeves (cartridge assembly) were not out of position, but there was a split noted in the sealant sleeves. There was no exposure of the sealant to bodily fluids. The mynx venous vcd was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.